Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The cause of the low bg could not be determined based on the review conducted.

Event description:
It was reported that the customer experienced an ongoing intermittent low blood glucose (bg) levels. Low bg cause was not known. On (B)(6) 2026, the customer had a low bg of 40 mg/dl. Reportedly, customer lost consciousness. Customer's nurse called emergency medical services (ems). Ems provided glucose and ensured that the customer regained consciousness. Recommendation was made to consult with a healthcare provider regarding diabetes management.